Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
During a routine meeting on tuesday (B)(6) 2013, the topic of the recent duragen recall was discussed. This hosp has historically been a large duragen account and the recall/back order issue affected them quite considerably. However, since the issues have been resolved the neurosurgeons have been happy to return to using our products although had asked the question of why the recall had happened in the first instance. It then came to light that two of the neurosurgeons - had recently had 4-5 pts who had contracted post surgical chemical meningitis. They are not suggesting that duragen was the cause of this and they have stated they didn't think it was. Additional info has been requested.